Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 199- 450 mg/dl; cause was not reported. Reportedly, the customer was not performing the air removal step. The customer went to the emergency room and was subsequently admitted to the intensive care unit. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.